Manufacturer narrative:
(B)(4). Concomitant medical devices: persona medial congruent articular surface right 11mm, catalog #: 42522100311, lot #: 64461542, persona stemmed cemented tibial component right size d, catalog #: 42532006702, lot #: 64979429, persona cemented all poly patella 29mm catalog #: 42540000029 lot #: 64843485. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 3007963827-2022-00268.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address significant instability, discomfort, and pain secondary to lateral ligament laxity in flexion approximately one (1) year post-operatively. The patient was revised to a constraining post, which restored stability and confirmed the lateral ligament laxity. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
H6-component code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The reported products were reviewed for compatibility with no issues noted. Medical records were not provided. The complaint not confirmed. A definitive root cause cannot be determined. Per package insert: 'instability and pain is known adverse effect of the system.' No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.